Manufacturer narrative:
The testing and investigation results were received and confirmed an under-delivery of 28%. The root cause of the failure was a broken adapter bracket.

Event description:
The complainant reported an under-delivery for a companion clearstar pump, list #55239 (abbott list #m771). It was reported that the pump "takes a little longer for the formula to be delivered". No delivery specific information was provided. There was no report of patient serious injury or illness. No patient information was provided.